Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient tries to change groups he immediately sees the stimulation off message. The patient states that it never used to do this. The patient stated he was reprogrammed maybe 4 weeks ago and this issue only started recently. The patient states this issue happens intermittently and he was certain that the stimulation is on before he switches. The patient states he was not pressing the stim off at the top or doing anything different than he had done in the past when wanting to change groups. The patient stated the controller was not plugged in when this happens, and he did not just finish charging. The patient attempted to use the controller again and was walked through changing groups on the phone and the issue did not occur. The patient had 3 groups, ab<(>&<)>c, and he only has the ability to change intensity within his various programs. The patient was walked through changing from group c to b and the groups switched successfully and the stimulation off message did not appear. The patient successfully switch ed from a to c. The patient stated he switches groups 2-3 times a day and finds it inconvenient and that he cannot immediately feel the change and he must turn the stimulation on. The patient was redirected to this healthcare provider (hcp) to discuss seeing the stimulation off message when changing groups. It was recommended that the patient take a picture of the message he sees when this issue happens and note what he was doing before it occurred. No additional patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain.